Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery, the patient experienced, anterior chamber collapse due to low irrigation. The surgery was complicated by miosis, iris seizure and rupture of the anterior capsule. The issues was resolved after change the cassette. The patient was hospitalized and underwent secondary implant (new surgery). The patient' current condition was unknown. The patient experienced miosis, iris seizure, ruptured anterior capsule. The patient required additional surgery. Current condition of the patient was unknown. The surgery was completed after replacing the product.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was unable to confirm nor replicate anything that would have contributed to the reported event. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).